Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and a defibrillation threshold (dft) test was performed per standard implant procedure. It was noted the patient was in atrial fibrillation (af) upon admission for the procedure and the af was converted with the dft test. The morning after the procedure, the patient was examined and they had paralysis on the right side of the body and a speech impediment. A CT scan of the head was performed, with a thrombus confirmed. The physician diagnosed that this event was caused by a blood clot that had flowed into a cerebral blood vessel during the dft test. No additional adverse patient effects were reported. Additional information was received indicating the patient's condition was unchanged. It was noted that thrombolytic drugs were administered, and rehabilitation was started. This device remains in implanted and in service.